Event description:
Customer reports receiving consistently higher readings on their freestyle meter then how they were feeling. Customer then reports receiving a reading on their freestyle of 110 mg/dl, and a reading on a competitor meter of 52 mg/dl within ten minutes, and then began to experience symptoms of hypoglycemia. Symptoms were consistent with competitor meter result. Paramedics were called, no treatment was administered, customer was monitored and told to eat a peanut butter sandwich in order to stabilize glucose levels.